Event description:
The customer reported to olympus, the hd 3cmos autoclavable camera head produces temporary image. The issue was found during preparation for use. There were no reports of patient harm.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation of temporary image was not confirmed. The device evaluation found cable scratches. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and device evaluation results. The device was returned to olympus and evaluated, and the reported phenomenon was not confirmed. In addition, the following non-reportable phenomenon was identified during evaluation: appearance defect with the cable. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, and because the phenomenon was not duplicated during device evaluation, the root cause of the phenomenon could not be identified. Olympus will continue to monitor field performance for this device.